Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection of the pump found top case cracked and chipped by the left front bottom corner. The pumps bottom case cracked by the "l" bracket. The pumps mounting post was broken. The pumps right and left plunger cases were cracked. Visible contamination between the case and by the "l" bracket. Review of device history could not be performed as there were power up issues. Functional testing included power up process. During testing the pump could not be powered up. During inspection it was found that the main pc board was contaminated and shorted due to contamination. Customer stated issue was confirmed. The reported issue was caused by fluid contamination caused by the user.

Event description:
It was reported that the smiths medical mefusion pump had bad interconnect board. No adverse effects reported.